Event description:
In (B)(6) 2007, I had a surgery to repair a rectocele and hemorrhoid. The colorectal surgeon dr (B)(6) used an ethicon stapler. He told me I had 8 staple. He said he pushed the loose skin up and held it with the staples. I stayed in the hosp for 5 days. I had 2 pinds of blood and 4 epidurals, so I almost died. I was in severe pain for 14 days. Pus gushed out of me constantly. Pus still drips out of me to this day and it has been 8 years. It smells like a dead rat and rotting flesh. The surgeons who did this to me have treated me so badly. They do not ever want to see me again. I went to many doctors asking for help. No dr in (B)(6) would help me so I went to (B)(6). I have finally had some tests and proper diagnosing. I have spent so much of the last 8 years just trying to take care of me the best I can by myself.